Event description:
Per the clinic, the patient experienced pain and discomfort at the receiver stimulator site followed by poor performance with the device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent mastoidectomy procedure and device explantation on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.